Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) rising threshold was observed. The leadless ipg was recaptured and implantation was reattempted in a different position. When the leadless ipg was redeployed high impedance and no capture was observed. A large blood clot had formed inside the delivery cup and on the tether. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.